Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("check therapy electrode" messages and asystole event) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open front and rear pulse wires in the trunk cable. Additionally, the patient was receiving false asystole events due to the open front and rear pulse wires creating an abrupt interruption of the detected signal on both channels simultaneously registered on the device. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was producing "check therapy electrode" messages and a reported asystole event.